Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that both of the infolds were observed upon the first deployment attempt. Additionally, a procedural delay occurred in result of the infolds. Per the physician, the patient had calcified anatomy that contributed to the event.

Manufacturer narrative:
Image review: three media files of the procedure were provided. Three images from the patient¿s executive summary were provided for anatomical review. Patient appeared to have a significantly calcified trileaflet aortic valve, with an annulus perimeter measuring 80.4mm and a perimeter derived diameter of 25.6mm suggesting a 29mm evolut. Fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that a pre balloon aortic valvuloplasty was performed prior to the implantation attempt. During the implantation attempt, an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that the same issue occurred with a second valve; however, it is difficult to visualize the infold in the second media file provided therefore an infold cannot be validated with the second valve. Consequently, a third valve was used, and there were no signs of infolding prior to final release. The third valve was reportedly implanted successfully. Since fluoroscopy valve load inspections were not provided, it is not possible to rule out that possible misload might have contributed to the infolds. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex, enclosed in its original box and jar in an unknown solution. The valve exhibited discoloration consistent with blood contact. All leaflets showed no signs of leaflet damage. Leaflets 1 and 2 were in the closed position, while leaflet 3 appeared open. All commissures appeared intact. Several bent struts were observed around the overall outflow of the valve, which appears consistent with frame misalignment during loading the valve onto the delivery system. Due to the condition in which the device was received, a deployment simulation could not be performed to evaluate the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012984222); product type: 0195-heart valves. Product ID: d-evolutfx-2329 (lot: 0013030666); product type: 0195-heart valves. Product ID evfxplus-29 ((B)(6)); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted aortic valve replacement procedure using the evolut fx plus 29mm transcatheter heart valve, infold occurred during the implantation of two separate valves. Predilatation was performed prior to the initial valve implantation attempt, and after the first infold, the valve was removed and a new valve was loaded for a second attempt. Infold occurred again during the second attempt. A third valve was then opened and loaded, and repeat predilatation with a larger balloon was performed before successful implantation. No symptoms, complications, adverse events, or patient injuries were reported. No patient complications have been reported as a result of this event.